Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance medtronic¿s paramount mini and visi pro balloon expandable stent systems. Survey results received for a vascular surgeon with 20 years¿ experience who was been using both the paramount mini stent since 2017 and the visi pro stent since 2016. The respondent utilized the paramount mini stent system in 80 procedures to treat occlusions, lesions at high risk for abrupt closure or threatened closure following percutaneous transluminal angioplasty (pta), carrying out 40 of these procedures within the last 12 months. 60 procedures were carried out using the paramount mini stent system to treat lesions believed to be at high risk of stenosis following pta in the renal arteries, with 20 of these being undertaken in last 12 months. For palliative treatment of malignant neoplasms in the biliary tree, the physician has performed 80 procedures using the paramount mini stent system, with 30 of these being carried out within the last 12 months. During use of the paramount mini stent system, the respondent has reported a complication of stent misplacement associated specifically with pta or stent placement for occlusive or stenotic disease. The event was reported to be somewhat concerning but was not deemed to be device related. The respondent reports no device complications associated with the use of the visi pro stent system. None of the complication mentioned above were deemed to be device related. In addition, during use of the visi pro stent system.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.